Event description:
It is reported that the pt was revised for an unk reason. During the revision surgery corrosion was found on the head and neck taper.

Manufacturer narrative:
This report will be amended when our investigation is complete.